Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was further reported the right ventricular (rv) lead exhibited intermittent capture and loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.